Event description:
Lead management case to extract one sjm 7000 riata lead due to bacteremia and cied system/pocket infection. The lead was prepped with an lld and extraction began with a 14f glidelight. There was no unexpected sheath resistance or lead deformation noted at the beginning of the extraction. Approximately midpoint of the procedure a rapidly expanding pericardial effusion was noted resulting in an emergent sternotomy. A tear at the svc/ra junction was found. A tear into the left innominate vein, jugular and azygous veins was also discovered however the physician believed these tears occurred during cannulation of the rij and not during use of the glidelight. The patient survived the intervention.